Event description:
The needle retraction mechanism did not perform as expected on this insulin syringe after administration. The nurse said, on inspection of the syringe after administration, that there was no spring visible in the barrel of the syringe. The nurse who did administer the insulin said when she pressed the plunger, it "felt funny". The original needle did not retract and was left in the skin.